Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of autoimmune/connective tissue¿symptoms of is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: autoimmune/connective tissue¿"symptoms of". This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported experiencing the events of ¿pain, uneasy feeling, autoimmune issues, feeling quite unwell¿, and ¿want my implants removed as soon as possible¿ the device remains implanted.